Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the operating room nurses were unable to confirm whether there was any heat damage at the fracture site, but they said they did not observe any electrical arcing during the procedures". Unfortunately, I did not directly observe the damaged instruments, and there are no photos available, so I am unable to provide further details.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.